Event description:
A malfunction was reported on the pump by a caller, but there were no notable events that occurred prior to this issue. The impact on the customer¿s blood glucose level was unknown, as they declined to answer whether the level exceeded a critical threshold. Customer support provided information on how to reset the pump since the caller had not yet reset it within the last 24 hours. The caller was to reset the pump on their own once charging supplies became available and was advised to call back if further assistance was needed.